Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe was broken during surgery. The broken piece fell into the retina and the doctor removed the broken piece during surgery.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer photo confirms the reported issue of a broken probe. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The provided customer photo confirms that the probe's needle was broken at the port. The exact root cause for the broken tip cannot be determined from this evaluation. An internal investigation has been completed to evaluate the cause of probe tip breakage at the port. The investigation determined a possible contributing factor of excessive wear / usage time of the probe during surgery. A manufacturing related root cause could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).